Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to fluid loss. A new inflatable penile prosthesis consisting of 15cm x12mm cylinders, pump and reservoir were implanted.